Event description:
A (B)(6) female with a pmh of dm, cad, and breast cancer. She was admitted on (B)(6) 2015 for a right chest wound abscess from a right breast mastectomy on (B)(6) 2015. She was receiving clindamycin 300 mg every 8 hours prior to the event for cellulitis. She went to the operating room on (B)(6) 2015 and had a right latiasimus dorsi flap performed with split thickness skin graft from left thigh. Patient was anaphylactic after suspected exposure to ioban drape in operating room. She developed acute onset of tongue swelling, drooling, dyspnea followed by profound hypotension, and acute depressed mental status. A rapid reversal with sc epinephrine injection 0.3 ml 1:1000 was given. She was transferred to the sicu for 24 hour monitoring afterwards with uneventful course. Patient was wearing allergy bracelet during the time with iodine listed. She was also given diphenhydramine while in the sicu.